Event description:
Attorney reported: in 2004 - pt had a ventral hernia repair with implant of a composix mesh. After surgery, pt reports chronic abdominal pain and chronic postoperative wound infection and drainage. Pt was treated with home health and IV antibiotics. After months of treatment the infection and pain did not subside. In 2005 - pt placed on disability due to chronic abdominal pain and physical restrictions. On approx seven months later - pt admitted for surgery. CT scan revealed a very large infection along a progressive abscess formation. Diagnosed with chronic incarceration, infected mesh and localized abscess. Mesh explanted and repaired the recurrent ventral incisional hernias. On five days later - pt discharged. In 2006 - pt admitted for acute mechanical small bowel obstruction and recurring hernia. Pt underwent laparoscopic incisional hernia repair with implant of two composix e/x patches (catalog #s 0123810 and 0123680.) On the next day - pt was discharged. In 2007 - pt reported onset of abdominal pain, nausea and vomiting. On the next day - pt admitted and CT scan revealed that one or more of the patches had pulled away from the muscles and the small intestine had crept in the subcutaneous fat. Pt underwent IV hydration, pain, nausea control and ng tube suction. Three days later - pt discharged from the hospital. On the following month - pt was admitted for evaluation of nausea and extreme vomiting and diagnosed with a recurrent small bowel obstruction. The pt was conservatively treated. On two days later - pt discharged. Pt's physician indicated mesh patches need to be explanted as soon as she obtains medical insurance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Refer to MDR 1213643-2008-00515 for information related to the composix mesh implanted in 2004. Refer to MDR 1213643-2008-00516 for information related to the catalog number 0123810 composix e/x mesh implanted in 2006. Refer to MDR 1213643-2008-00517 for information related to the catalog number 0123680 composix e/x mesh implanted on the same day.